Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were suspected which caused noise on the right ventricular channel. No further information is available at this point in time.